Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, there was a small piece of gray coating on tip of the instrument found in patient. It was removed from the patient and immediately from the field.